Event description:
Information was received from a patient who was implanted with a neurostimulator for malignant pain. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The ins was unable to communicate with the external devices since 2015. The last successful recharge session and the last time that the patient had felt stimulation was more than 3 months ago. The patient had not been charging because stimulation had never worked for them. They gave up on it and stopped charging. Therapy had never really worked to help the patient's pain since they received the implant. The patient could not feel stimulation sensation. The patient requested a reprogramming session with a manufacturer representative. The patient wanted to discuss removal. A month later the manufacturer's representative (rep) reported the ins was dead and couldn't be restarted because of numerous overdischarges. At the current time the physician was just going to the leave device in place and there was no plan for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.